Manufacturer narrative:
H10. Additional manufacturer narrative: the device serial number was obtained through product dismantle. Supplemental report was submitted to include the DHR. Updated d4. Serial number and expiration date. Updated h4. Device manufacture date. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer reports of stiffness of the leaflet cusps and immobile leaflet was confirmed through observed host tissue overgrowth. Report of high gradient could not be confirmed through visual observations. Report of calcified leaflet was not confirmed. X-ray demonstrated wireform intact. As received, leaflet 2 was in the open position and was able to be pushed back into closed position when probed. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 on the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspects host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Non-transmural leaflet damages were observed on the outflow aspect of leaflet 3 near commissure 1. Sewing ring was cut off around leaflets 1 and 3 and exposed the wireform on the inflow aspect. Cut off sewing ring fragment was returned with valve. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow-up that the patient outcome was noted to be good.

Manufacturer narrative:
: Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 21 mm started to experience high gradients after an implant duration of approximately 3 years. The patient was hospitalized and scheduled for a redo surgery. The tee echo showed mean gradient of 45 mmhg, stiffness of the leaflet cusps with one in mobile and calcified leaflet.